Event description:
Report noted that the pt had band placement without complications and was discharged home. Pt was later admitted to another hospital for nausea, vomiting and was found to have low sodium levels. The pt has a history of diabetes insipidus. During treatment to correct the pt's sodium levels, the pt had a tonic-clonic seizure and following that eeg noted continuing seizures. The pt was transferred to original implanting hospital ICU for further treatment. The pt's condition was monitored and it was decided to remove life support and the pt died shortly after.

Manufacturer narrative:
The product associated with this report will not be returned. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Nausea and vomiting are surgical/physiological complications, and analysis of device generally does not assist allergan in determining a probable cause for these events. The doctor reports that pt death was not realted to the lap-band system or the surgical procedure for implanting the device. No autopsy was performed.